Event description:
It was reported that a vns patient received a high impedance warning during device diagnostics, after being involved in an automobile collision. The reporter indicated that the patient was experiencing chest pain, occurring with vns stimulation, which required stint placement. The reporter also indicated that the patient would be undergoing exploratory surgery within the month. X-rays of the patient's device were reviewed by the manufacturer and no anomalies were identified in the visualized portion of the device. Good faith attempts for additional info are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Code: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Code: device failure is suspected, but did not cause or contribute to a death or serious injury.